Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited low impedance of 190 ohms and oversensing, causing mode switch events to occur. The oversensing could be reproduced in clinic with isometric exercises. It was suspected that the oversensing may be due to myopotentials since both of the patient's leads were unipolar leads.